Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. It should be noted that the proglide instructions for use states: remove the guide wire before the exit port crosses the skin line. The reported event appears to be related to deployment of the suture with guide wire still in place as the guide wire was not removed prior to deployment. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure was attempted using a proglide device after a peripheral angiogram interventional procedure. Reportedly, the suture was deployed with the guide wire still inside of the proglide device. Once the suture was harvested the proglide device was unable to be removed to close suture over the wire. The suture was cut and the proglide device was able to be removed. There was no harm to the patient. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.